Manufacturer narrative:
Isi contacted the site request additional information regarding the reported complaint. It was indicated that a piece of the instrument fell into the patient and was retrieved with the bowel grasper. An x-ray was performed and the results were found to be negative. The instrument and cannula were inspected prior to use. No instrument collisions occurred. All fragments were retrieved. Not all pieces were returned to isi with the instrument. The planned procedure was completed. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that a portion of the ceramic (not metal) sleeve was broken at the distal end, thus the claim was verified. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the one grip cable on one side of distal clevis was derailed from the distal idler pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were undamaged. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the permanent cautery spatula instrument allegedly broke off into the patient and the fragment was retrieved with a bowel grasper instrument during the same procedure. An x-ray was performed to confirm to no pieces were left inside the patient.

Event description:
It was reported that a piece of metal off the permanent cautery spatula instrument was free floating and then identified as the tip of the spatula during a da vinci hysterectomy procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.